Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not using purewick urine collection system often because they still woke up wet. The representative advised of kit replacement to maintain proper function of purewick. Also, representative told the patient that once the kit was changed and if there was still an issue, they would troubleshoot next. It was noted that the patient had been using product for more than 90 days. Per follow-up via phone on 06jul2022, it was reported that the customer answered and disclosed that the patient was in the hospital for a urinary tract infection. Customer stated that in no way did the purewick contribute to the infection. Customer stated nothing about the reported event and gave a number that no one answered. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿dimensions not specified correctly and/or improper materials used assembly collapses under vacuum¿. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: ¿ agitated, combative, or uncooperative and might remove the purewicktm female external catheter". It also states recommendations: ¿ ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. ¿ properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ change suction tubing per hospital protocol or at least every thirty (30) days." The device was not returned

Event description:
It was reported that the patient was not using purewick urine collection system often because they still woke up wet. The representative advised of kit replacement to maintain proper function of purewick. Also, representative told the patient that once the kit was changed and if there was still an issue, they would troubleshoot next. It was noted that the patient had been using product for more than 90 days. Per follow-up via phone on 06jul2022, it was reported that the customer answered and disclosed that the patient was in the hospital for a urinary tract infection. Customer stated that in no way did the purewick contribute to the infection. Customer stated nothing about the reported event and gave a number that no one answered. It was unknown what medical intervention was provided for urinary tract infection.